Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump had cosmetic damage and after replacing the insulin pump's batteries, the customer was getting a message that batteries were required and the battery was not recognized. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the problem was not resolved even after cleaning the terminals and reinserting the battery. The customer informed that the bottom right side of the pump was chipped. No harm requiring medical intervention was reported. The customer was informed to switch to an alternative plan. No product return is required for mmt-1886.

Manufacturer narrative:
Pump passed self-test, active current measurement and sleep current measurement. No failed battery test noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 04/07/2025 08:03:12.000 in pump downloaded history. The electronic assembly, battery cap and battery tube were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case-battery tube (broken), cracked retainer and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump pass requested testing and no failed battery test noted during analysis. Cosmetic damage located at battery compartment confirmed. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.